Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing increased shortness of breath and pulmonary edema. On interrogation it was noted that the device was under-sensing on the atrial lead possibly triggering atrial tachycardia/atrial fibrillation (at/af) device classified termination of at/af event in progress. It was also observed that there was an undersensed beat of the ventricular lead. Both the right atrial (ra) lead and the right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.